Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: the insert was returned with the locking wire distorted and attached on one side only. There were scratches present on the superior bearing surface of the insert, in the posterior compartment. The anterior face of the insert component has been damaged as a result of the attempted locking and subsequent removal from the baseplate. There is a significant indent evident on one of the tabs on the posterior of the insert which indicates that the insert was impacted in an attempt to lock it into the baseplate when the component was not positioned correctly. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: there is a significant indent evidence on one of the tabs on the posterior of the insert which indicates that the insert was impacted in an attempt to lock it into the baseplate when the component was not positioned correctly. The obstruction would have prevented the insert component from being placed fully posterior on the baseplate component so that it could lock correctly.

Event description:
It was reported that the insert did not appear to lock down properly on the lateral side erring on patient safety. The insert was taken out replaced with a different one.

Event description:
It was reported that the insert did not appear to lock down properly on the lateral side erring on patient safety. The insert was taken out replaced with a different one.